Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A pre-analytical issue was possible as the customer was using incorrect centrifugation conditions. An instrument related issue was possible as precision checks were out of specification.

Manufacturer narrative:
The field service engineer ran hardware checks and cleaned the reservoir tank and cell rinse nozzle. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for three patient samples from the cobas 4000 c311 analyzer. Patient 1 initial result was 2.99 mmol/l and the repeat result was 0.84 mmol/l. On (B)(6) 2020, patient 2 initial result was 2.97 mmol/l and the repeat result was 0.89 mmol/l. On (B)(6) 2020, patient 3 initial result was 1.32 mmol/l and the repeat result was 0.89 mmol/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 44902301 with an expiration date of 31-aug-2021.